Event description:
The customer reported that the ventilator alarmed due to an oxygen valve stuck closed while in use on a patient. The customer reported there was no patient harm. Upon detection of an oxygen valve stuck closed, the ventilator will alarm and continue to ventilate using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs. The manufacturers field service engineer was unable to duplicate the customer reported event but reported an o2 valve stuck closed occurrence was noted in the device diagnostic log history. Performance verification testing was completed and tests passed to operating specifications.